Event description:
Drain placed by surgeon on 4/1/95 to relieve pleveral effusion condition in pt. Approx 4 days following placement, physician d/c'd use of drain and attempted to withdraw same through pericardial window. Effort met with minimal resistance. Add'l pressure applied and tubing broke off leaving approx 14 cm length of drain in pt. Attempt to retrieve using local anesthetic technique met with negative results. Pt was returned to surgery on 4/6/95 to be put to sleep in order to remove fragment. Close examination of tube fragment indicates jagged tear of material.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.